Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery compartment crack. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/09/2014-product analysis: the pump has been returned and evaluated by product analysis on 03/20/2014 with the following findings: a case crack was discovered during investigation. There was moisture evident behind the display screen lens. Leak testing discovered a leak at the pump case crack. The pump would not power on during investigation. The battery compartment was found to be intact. The battery cap was able to be properly secured to the pump. Evaluation revealed moisture on the pump¿s internal components.